Event description:
Boston scientific received information that this right ventricular lead displayed gradually increasing shock impedances since implant over two years ago. It was also reported with the previous pulse generator this lead displayed chronically high defibrillation thresholds levels along with the high but within range shock impedances. Recently, it was reported that the shock impedance levels reached greater than 125 ohms with the current device. A commanded shock and defibrillation threshold testing was performed to assess the integrity of the shocking system. A 1.1 j shock and 41 j shock were delivered, both with high but within range impedance levels. The initial dft attempt was not successful and the patient was externally converted. The patient was once again induced after the shock configuration was changed and resulted in a successful conversion at 21 joules. No other changes were made to the device and lead and both remain implanted in the new shock configuration.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.